Event description:
It was reported that the bipolar cup locking ring was noticed as installed backwards while trying to assemble the bipolar components. After cementing the stem, the femoral head was placed in the polyethylene on the back table. The head/poly component would not seat correctly in the shell. They tried for 3-5 minutes and it was then noticed that the locking ring was installed backwards in the shell. The component had been left as is when it was removed from the packaging. The instrumentalist tried to reposition the ring without success. After surgery, the component was compared to the alert image in the surgical technique by surgeon and instrumentalist and confirmed that it was poorly positioned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# 802202802 lot# 3258917 femoral head g2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.